Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported symptom, kept powering down during use , which was not reproduced. The reported symptom was confirmed through a review of the event history log. No related malfunction could be identified.

Event description:
It was reported that a spectrum pump powered off without user input. It was also reported there was no patient injury.